Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that after changing the battery; the pump would not get past the verify screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/23/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/08/2014 with the following results:a review of the black box showed a low battery warning on 02/14/2014; the battery was not replaced at that time. The battery drained, resulting in a power loss. A battery compartment crack was observed; however the returned battery cap was able to fully tighten on to the pump. The battery compartment dimensions were within specifications. The pump was exercised for 24 hours with no power loss. The pump cover was opened and no internal defect was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.